Manufacturer narrative:
(B)(4).

Event description:
The complaint states: dr. (B)(6) (ir) trying to insert the PICC to a patient that is going for a 6 months chemotherapy at bed side. The doctor inserted the marked wire smoothly into the central vein, when trying to push the PICC catheter, guided by the marked wire, resistance was felt resistant. While the doctor was trying to cannulate the PICC, the wire broke into 2 parts. The patient was immediately transferred to the cath lab and snared the broken wire out from patient's body. Later, re-insertion of the same PICC catheter with v18 300cm guide wire was performed. The doctor commented that teleflex marked wire is too soft.

Manufacturer narrative:
(B)(4). The customer returned an undamaged spring-wire guide (swg) inside of a dilator and another swg that was separated into two pieces for investigation. Both swgs are marked nitinol. The separated swg will be used for this investigation. The catheter was not returned. Visual examination of the swg revealed the guide wire has a solid proximal end and a coiled spring guide wire distal end. The portion of the distal end of the separated swg that is coiled wire is bent, but the distal weld is still intact, full, and spherical. The remaining portion of the distal end of the separated swg that is solid also contains a bend. The solid proximal end of the separated swg also has multiple kinks and bends. Microscopic examination of the separation point revealed a smooth and clean separation. The end was not pinched or tapered. The distal end of the separated core wire measured 81 cm and the proximal end of the separated core wire measured 50 cm (totaling: 131 cm). The total length is within the specification; therefore, none of the swg appears to be missing. Prominent bends/kinks in the swg were located approximately 5 mm and 570 mm from the distal weld and 70 mm from the proximal end. The guide wire outer diameter was also found to be within specification. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for guide wire insertion. It also cautions the user to not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire. The IFU also cautions to not apply undue force on guidewire to reduce the risk of possible breakage as well as to not cut guidewire with scalpel. It notes to position cutting edge of scalpel away from guidewire if being used to make skin nick. To reduce the risk of cutting the guidewire, engage the safety and/or locking feature of scalpel (where provided) once cutaneous puncture site is enlarged. The IFU also warns that if resistance is met while advancing catheter, retract and/or gently flush the lumen while advancing until the catheter is completely assembled over the guidewire. The report that the guide wire separated was confirmed through examination of the returned sample. The guide wire broke and separated on the proximal end of the solid wire portion of the nitinol swg. The swg body also had multiple kinks. Dimensional testing of the swg and a device history record review of the swg and catheter did not reveal any evidence of a manufacturing related issue. However, dimensional testing of the catheter and functional testing between the swg and catheter could not be performed as the catheter was not returned for evaluation. Based on these circumstances and the information provided, the probable cause of this complaint could not be determined without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint states: dr. (B)(6) (ir) trying to insert the PICC to a patient that is going for a 6 months chemotherapy at bed side. The doctor inserted the marked wire smoothly into the central vein, when trying to push the PICC catheter, guided by the marked wire, resistance was felt resistant. While the doctor was trying to cannulate the PICC, the wire broke into 2 parts. The patient was immediately transferred to the cath lab and snared the broken wire out from patient's body. Later, re-insertion of the same PICC catheter with v18 300cm guide wire was performed. The doctor commented that teleflex marked wire is too soft.